Manufacturer narrative:
The patient was born on an unspecified date in 1972. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was reported as due to poor environment or source of water. The same day as event onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics which were discontinued 13 days after event onset for the peritonitis. At the time of this report, the patient was recovered from the peritonitis event and dianeal therapies were ongoing. No additional information is available as the reporter declined follow up.